Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. However, a review of the 3mensio report that was provided by the site was done, and the following was observed: calcification and tortuosity present on the patient anatomy. Device history review work orders were reviewed relate to the manufacturing of the devices and components that could potentially contribute to the complaint. Review of these work orders did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed and revealed 2 similar complaints. Available information suggests that patient factors (calcification/undersized vessels) may have contributed to the similar complaint event. Although no labeling or IFU/training inadequacies were identified, a product risk assessment (pra) and a CAPA were initiated to capture further investigation and corrective/preventative action activities. The IFU/training manuals were reviewed for guidance/instruction involving the esheath and commander delivery system usage, based on the review of the IFU/training manuals, no deficiencies were identified. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. During the manufacturing process, the following visual inspections and tests are performed throughout the process: visually inspect the shaft using minimum 3x magnification and visually inspect the liner seam using minimum 3x magnification. During the manufacturing process, the esheath final assemblies were 100% inspected by both manufacturing and quality for the following: verify shaft od, distal tip ID, working length, coating length, and strain relief length and visually inspect the liner seam using 3x magnification. Furthermore, after sterilization, the sheath expansion was performed during pv testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A risk assessment was performed on the reported event and there was no evidence of any product non-conformances or labeling/IFU inadequacies identified in the evaluation. The complaint for resistance with the delivery system was unable to be confirmed. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. A review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies.   Per case description, after the first set of ds/valve experiencing the resistance during advancement through sheath, the same resistance was experienced in the same location. The physician said that the vessel was too small and would not advance. Per the procedural training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ as reported, the patient had mild tortuosity and calcium. The presence of calcification and tortuosity can create a restricted pathway for the delivery system, resulting in increased resistance during advancement of the delivery system. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. A CAPA has identified potential areas for s3u design/ process improvement to mitigate against the future. While a definitive root cause was unable to be determined at this time, available information suggests that patient factors (calcification/tortuosity) may have contributed to the resistance. A product risk assessment to capture any product risk issue for this was previously initiated. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No further actions are required at this time.

Manufacturer narrative:
UDI: (B)(4); investigation is still ongoing.  This report was created to address the second esheath used. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-00011. This individual report provides data received from the thv/tvt registry.

Event description:
Per the field clinical specialist (fcs), during a subclavian tavr procedure for a 26mm sapien 3 ultra valve, the esheath was placed in the usual fashion for a trans-axillary case.  During insertion, the valve and commander delivery system  would not advance past the anastomosis of the conduit to the ascending aorta, resulting in the e-sheath migrating back into the subclavian. The physician tried to advance everything forward into the ascending aorta and continued to have resistance and the e-sheath then kinked. It was decided that due to the force and kink to remove the entire sheath and system.  The physicians looked at the anastomosis and found that it was ruptured so a vascular surgeon had to come in for the repair and a second try. They advanced the second esheath into the ascending aorta just above the native valve to provide more support for advancement of valve and delivery system. The esheath was preloaded with rotoglide to help slide the system through, then introduced a new valve and ds. The same resistance as before was experienced in the same location.  The physician felt the vessel was too small and the device would not advance. It was then noted that the vessel was starting to split and again the conduit detached from the anastomosis; the second valve, delivery system, and esheath were removed. The vascular surgeon then repaired and closed the trans-axillary approach. The team reviewed the transfemoral access and decided to move forward as there appeared to be enough pannus retraction. The case was completed with success.